Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 28 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain, mobility and swelling. No further patient complications were reported.